Manufacturer narrative:
Device code 2017 - failure to follow steps. Visual analysis was performed on the returned device. The reported activation failure and mechanical jam were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the instructions for use (IFU), for the absolute pro, ce, states: ¿the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree.¿ additionally, in section 5.0 warnings it states: ¿applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components and in section 6.2 stent placement states, ¿should unusual resistance be felt during initial rotation of the thumbwheel, prior to any of the stent starting to deploy, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment and partial stent deployment or deployment in an unintended location.¿ additionally, in section 8.2.3 materials required it states: ¿use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system.¿ and in section 8.4 delivery procedure states: ¿after the pre-dilatation catheter has been removed, backload the delivery system onto the appropriately sized [0.035¿ (0.89 mm)] guide wire. The investigation determined the cause for the reported deployment difficulty, and mechanical jam are related to the circumstances of the procedure as a result of using the device contrary to the product IFU. In this case, based on the reported information, it is likely that the use of the system within the venous sinuses, without a guide wire, led to the deformation in the outer jacket leading to the activation failure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat the non-calcified, 50% tortuous venous sinuses. The 10.0x40mm absolute pro self-expanding stent system (sess) was positioned without a wire. An attempt was made to deploy the stent but the lock function failed. The thumbwheel (conveyor) was advanced but the stent could not be released. Force was applied allowing the stent to only partially deploy. The sess (including the stent) was removed without issue and a new 10.0x60mm absolute pro sess was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.